Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer multiple sample luer adapter the luer adaptor broke off. Patient had to see vascular surgeon to have the arterial lumen replaced where the luer adaptor broke off. The following information was provided by the initial reporter: it is reported by customer the luer adapter broke.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter the luer adaptor broke off. Patient had to see vascular surgeon to have the arterial lumen replaced where the luer adaptor broke off. The following information was provided by the initial reporter: it is reported by customer the luer adapter broke.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-08. H6: investigation summary: bd received 11 samples and 1 photo from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for broken luer adapter with the incident lot was observed. Additionally, all customer samples were subjected to a torque force test in order to test the hub strength. All 11 samples passed the test and met specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.